Event description:
Customer reported a malfunction alarm with code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information, assisted the customer with resetting the pump, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues reemerged, which they acknowledged and understood.